Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alerted for high, out of rang pacing lead impedance. The lead was capped and replaced without adverse consequences to the patient. The patient's condition is well.